Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information received indicating the result of engineering analysis that confirmed the low voltage fault. Moreover, it was noted that the battery voltage is dropping in an irregular fashion which could possibly be related to an internal electrical short of the battery. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information received indicating the result of engineering analysis that confirmed the low voltage fault. Moreover, it was noted that the battery voltage is dropping in an irregular fashion which could possibly be related to an internal electrical short of the battery. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects reported.